Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon did not reach the burst pressure and was burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.